Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced toxic anterior segment syndrome, slight pain, decrease in the visual acuity, conjunctival inflammation, aqueous cells and given with medications when an ophthalmic operating console was used. Symptoms were resolved. Additional information received clarifying three ophthalmic phacoemulsification handpieces were also used in the surgery.

Manufacturer narrative:
. The phacoemulsification (phaco) handpiece was not returned for evaluation. A phaco handpiece non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).